Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old non-hispanic patient underwent a primary breast augmentation procedure with mentor smooth round high profile 460cc saline breast prostheses and suffered several unexplained systemic symptoms, including ¿not feeling good¿, fatigue, weight gain, implants are ¿lumpy¿ and giving her back pain, nipple pain, inability to sleep, and dizziness. Additionally, it was reported that the breasts appear more saggy and they feel like they are getting heavier. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 15-may-2026, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-aug-2023, mentor received additional information about the event: an updated event date ((B)(6) 2022) was reported. The patient is scheduled to undergo bilateral explantation on (B)(6) 2023. Reason for device explant and/or reoperation: generalized illness. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2023, mentor received additional information about the event: it was reported that the suspect medical device is still implanted in the patient. The patient did not undergo explantation on (B)(6) 2023 as was previously reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Ultrasound results indicated that the patient developed few scattered avascular cyst/nodules on both breasts, likely complicated cysts/fibroadenomas. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-may-2024, mentor received additional information about the event. It was reported that the patient was implanted in canada and has been seeing a surgeon in canada . Block e1 initial reporter country code has been updated accordingly. Manufacturer¿s reference number: (B)(4).